Event description:
It was reported that the patient felt a shocking/jolting sensation from his device after getting tased with a laser gun. He had a loss of therapeutic effect and experienced painful stimulation. Impedances were all normal. The device was reprogrammed to a comfortable level and the patient "seemed to be fine". The device remains implanted and the reprogramming is ongoing.